Manufacturer narrative:
Evaluation summary: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during laser assisted cataract surgery, the laser cut too deeply, and caused a leaking incision. The surgeon explained that the laser was programmed to make a forty-five degree cut for astigmatism at the 268 degrees location. The leaking incision had to be sutured. Per the surgeon, the patient was not looking centrally during the laser treatment, and had downward gaze instead. Per the surgeon, he is not sure if the patient's eye movement contributed to the event, or it was related to the laser performance. Additional information has been requested.

Manufacturer narrative:
A company representative visited the site and noted that the objective bayonet lens on the delivery system was tilted. The company representative then mechanically adjusted the bayonet, which holds the lens, to correct the tilt. Images provided revealed a poorly centered dock on the patient¿s eye. The off center dock is a direct result of the tilted objective bayonet. As the objective bayonet lens was tilted, the laser fired and performed the corneal incisions at a different location than programmed; thus creating a deeper incision than planned. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the delivery system¿s objective bayonet lens becoming tilted. Even though the tilt was most likely caused by personnel at the customer site, when and how the objective bayonet lens became tilted cannot be determined conclusively at this time. (B)(4).